Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2008 the patient underwent the following surgeries: 1. Discectomy, partial corpectomy c5-6 and c6-7, 2. Arthrodesis, c5-6, c6-7, 3. Placement of interbody biomechanical fusion device c5-6, c6=7, 4. Placement of titanium plate and screws from c5 to c7, 5. Use of the operating microscope, 6. Harvesting morselized autograft same incision to treat the pre-op diagnosis: c5-6, c6-7 degenerative herniated disk disease with neurovascular compression. Op-notes: the posterior longitudinal ligament was opened and the biomechanical fusion devices were then packed with bone morphogenic protein and morselized autograft that had been harvested from the same incision. This was then placed into the partial corpectomy defect at c5-6 and c6-7. The in-line cervical traction was removed. Titanium plate was then measured and attached with 2 screws at each vertebral body level from c5 to c7 locking mechanisms were engaged to prevent screw backout. The area was copiously irrigated with antibiotic irrigation.